Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 26 december 2019, a 21mm trifecta¿ gt valve was implanted. 6 months post implant procedure increased gradient pressure was noted. In (B)(6) 2021, the patient presented to outpatient clinical with aortic regurgitation (ar) and increased pressure gradient which was noted on an echocardiography. On (B)(6) 2022, the valve was explanted and replaced with a non-abbott valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to regurgitation and increasing pressure gradient. The investigation found that the valve had unremarkable leaflets with no pathological abnormality. There was fibrous pannus that was limited to the sewing cuff and the stent post. No inflammation, significant calcifications, thinning or thickening of the leaflets was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The cause of the reported regurgitation and increasing pressure gradient could not be conclusively determined.